Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On same day as the event onset, the patient was hospitalized. On an unreported date, the patient was treated with unspecified antibiotics mixed with pd solution (intraperitoneal, doses, frequencies and durations were not reported). At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow up.